Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that coating issue occurred. Patient was presented with hemoptysis. A 135/10 renegade hi flo was selected for use in a pulmonary aorta. During procedure, difficulty in microcatheter delivery was noted. When removed, it was visually observed that the hydrophilic coating at the tip's front end had noticeably peeled off. When touched, the device felt obviously not smooth. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the renegade hi-flo was returned for analysis. Visual and microscope were performed. It revealed shaft kinks located approximately 121cm and 132cm from the strain relief. Peeling to shaft approximately 123cm from the strain relief. Device to device test performed with a 5french guide catheter failed. The microcatheter jammed at the shaft flake near the distal tip. No other issues were identified with the device.

Event description:
It was reported that coating issue occurred. Patient was presented with hemoptysis. A 135/10 renegade hi flo was selected for use in a pulmonary aorta. During procedure, difficulty in microcatheter delivery was noted. When removed, it was visually observed that the hydrophilic coating at the tip's front end had noticeably peeled off. When touched, the device felt obviously not smooth. The procedure was completed with another of same device. There were no patient complications as a result of this event.